Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Information provided by: (B)(6) for mics 42060717 / (B)(4). Handpiece attached to robot during surgery as a replacement to the one that failed previously. However, this one failed as well. It did not past any checks. Additional information from (B)(6) for mics 42060917 / (B)(4). During bone prep, the mics was able to travel into the stereotactic boundary, but would not power the saw to make the necessary cuts. The cutter was reset multiple times and the mics was unplugged and plugged back in, but would not power the saw. Case type: tka. Yes - =15 minutes.

Event description:
Information provided by: (B)(6) for mics (B)(4) handpiece attached to robot during surgery as a replacement to the one that failed previously. However, this one failed as well. It did not past any checks. Additional information from (B)(4) for mics (B)(6) during bone prep, the mics was able to travel into the stereotactic boundary, but would not power the saw to make the necessary cuts. The cutter was reset multiple times and the mics was unplugged and plugged back in, but would not power the saw. Case type: tka. Yes - =15 minutes.

Manufacturer narrative:
Reported event: it was reported that handpiece attached to robot during surgery as a replacement to the one that failed previously. However, this one failed as well. It did not past any checks. Product evaluation and results: "visual inspection: visual inspection revealed no physical damage. Dimensional inspection: dimensional inspection was not completed. The reported problem was a functional issue. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: functional inspection revealed no physical damage and the product functioned as intended. The handpiece was tested in the handpiece test and passed. See attached screenshot." Product history review: device history records indicate (B)(4) were manufactured under lot k09zt and 23 including s/n (B)(6) were accepted into final stock on 8/11/2017. A review of qt17-08-0042 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot number k09zt shows 02 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusions: the alleged failure mode was not confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is (B)(4) and CAPA 1450904.